Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading ranged from 300-600 mg/dl. The customer was admitted to the emergency room for 8 hours on (B)(6) 2020. The customer¿s blood glucose when admitted was 427 mg/dl. The customer was treated with fluids, intravenous insulin drip, and nausea medications. The user alleged the insulin pump was under delivering insulin due to not being able to lower high blood glucose prior to emergency room visit. The customer¿s blood glucose at the time of the call was 106 mg/dl. The insulin pump and the reservoir will not be returned for analysis.